Event description:
Boston scientific received information that during a device check prior to the routine device replacement procedure, this right atrial (ra) lead exhibited pacing impedance measurements of less than 200 ohms, and noise was observed. The physician considered replacing the lead at the change out the following day.

Manufacturer narrative:
The field representative confirmed that this ra lead was surgically abandoned and replaced during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.